Event description:
It was reported that leaks were observed during use of an unspecified quantity of vial-mate adapters; the IV mixture flowed back to the vial when the plunger was not pulled back and twisted. These events occurred during reconstitution of medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.